Event description:
Device 1 of 2. References MFR report#: 1627487-2012-05612. It was reported the pt was unable to increase stimulation with the programmer. An impedance check was performed and revealed all contacts were invalid. During surgical intervention, it was discovered the lead had partially pulled out of the ipg header. When attempting to remove the lead, the end tip remained stuck in the ipg header. As a result, the ipg and lead were explanted and replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.